Event description:
It was reported that the patient's dbs lead extensions had high impedances. Surgical intervention was undertaken on (B)(6) 2024 wherein the patient's dbs lead extensions were explanted, replaced, and therapy was restored.

Manufacturer narrative:
Section b3: event date is estimated. A patient's extensions were replaced due to impedance issues. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information was received indicating that patient's high impedances were caused by patient twiddling the system.